Manufacturer narrative:
The insulin pump had intermittent response due to a flattened button dome switches. No button error alarm or display anomaly was noted. The insulin pump had a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump alarmed button error and the buttons were not responding. Customer reported that the numbers on the screen started scrolling when trying to deliver a bolus. Blood glucose value is 150 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.